Manufacturer narrative:
D10 concomitant product: unknown endo st, unknown endo stitch sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic nissen fundoplication, while passing through the left crus of the diaphragm the needle broke off and fell inside the cavity of the patient but it was not found. It was also noted the device was difficult to toggle, difficult to load and unload. The surgical procedure was extended thirty minutes or more. As a resolution another suturing device was used.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing, the returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. It was reported that the device was difficult toggle, load and unload, the needle broke off and fell inside the cavity of the patient. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of disengaged loading button and bent loading blade. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.